Event description:
Healthcare professional reported no complaint against the device left side. Healthcare professional reported left side "loss of volume". Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening striated assessed as surgical damage. Additional observations: crease flat observed in the device. Brown particles observed in the fill channel. No further actions are required as the device was implanted." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.